Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a craniotomy procedure, prior using the device, the nurse noticed that only 4 products were included in the package in which should have contained 5 product. They opened another box to resolve the issue. There was no patient injury.